Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was that that the implanted impella cp pump became entangled in the patient's papillary muscle during support. After multiple attempts, the pump was eventually freed from the muscle, but was incidentally pulled out of the left ventricle. After attempts to re-advance the pump were unsuccessful, the decision was made to replace the pump with a new impella cp device. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. According to the clinical, on the second day of impella cp support the team discovered that the pump was tangled in the pap muscle, shallow, and turned. Multiple attempts were made to untangle the pump from the pap muscle with no success. Another attempt was made the following day to reposition the pump, but instead the pump was pulled out of the lv and was unable to be advanced back over the valve. The decision was then made to explant the pump and replace it with another impella cp device. The root cause of the positioning issue was use related. Added- h6 impact code 4628, g1 reporting contact last name updated.